Event description:
It was reported that on (B)(6) 2008 the patient picked up a lawn mower and was unable to move for 7 minutes and remained in bed until (B)(6) 2008 when the patient was seen for severe low back pain with radiation unto the posterior right leg and occasionally in the posterior left leg. Several lumbar epidural steroid injections were performed (see surgical history above). On (B)(6) 2009, the patient¿s pre-operative diagnoses included: l4-5 and l5-s1 stenosis, l4-s1 spondylosis, and herniated disc pulposus at l4-5 and l5-s1. Surgical procedures included: minimally invasive l4-5 and l5-s1 interbody fusions with sextant instrumentation, capstone, autograft, actifuse, and infuse and l4-5 and l5-s1 left-sided lateral facet fusion. A mixture of actifuse and infuse was placed anteriorly in l5-s1. Infuse and autograft was placed anteriorly into the l5 disc space. Cages at both levels were filled with autograft. Left-sided lateral facet fusion at l4-5 and l5-s1 was completed by removing the facet capsules, drilling out the facet joints, and filling the joint with a mixture of autograft and infuse. Post-op day 1 the patient was found to have back pain, but no leg pain and 5/5 in all muscle extremities. On (B)(6) 2009 x-rays noted vertebral heights alignment are satisfactory except slight retrolisthesis of l4 on l5, small osteophytes are seen at several levels indicating a little degenerative change. He was discharged on post-op day 3 ((B)(6) 2009). On (B)(6) 2009, the patient was seen by his surgeon and was noted to have complete resolution of his lower extremity radiculopathy and feeling improvement in his lower back pain. On (B)(6) 2010 the patient was seen and complained of persistent pain and inability to work with his family facing significant financial difficulties. The patient was prescribed fluoxetine as an antidepressant and asked to return in 2 weeks¿ time. On (B)(6) 2010, the patient was seen by his surgeon and was noted to be progressing very slowly. He was noted as rather physically impaired with regards to ability to return to his previous employment with a significant amount of lower back pain limiting his physical activity. He remained very neurologically stable. The surgeon thought him still rather disabled and needing time to recuperate from his ongoing problem with lower back pain. A CT scan was planned in 3 months¿ time to assess the extent of his spinal fusion. On (B)(6) 2010 the patient was seen for a 6 month follow-up by his surgeon. The patient complained of occasional achy back rated at a 2-3/10 for pain and denied any leg pain or paresthesias. He stated that he felt he was getting progressively better. Review of a CT noted the hardware to be in place with evidence of interbody fusion at l4-5 and l5-s1 with cross bridging. On (B)(6) 2010, the patient was seen for an eye exam and was noted to smoke ½ pack/day. On (B)(6) 2010, the patient was seen for left lower back pain and was sent for pain management which did improve the pain and a spinal cord stimulator trial was discussed. On (B)(6) 2013, CT performed noted neuroforaminal narrowing at multiple levels secondary to osseous hypertrophy. Findings at l3-4: there is a broad-based disk bulge causing mild right neuroforaminal narrowing and moderate left foraminal narrowing. Findings at l4-5 and l5-s1 bilateral mild neuroforaminal narrowing. Impression included: stable post-operative changes and stable degenerative changes. On (B)(6) 2013, the patient was seen for continued low back pain, left gluteal pain extending down his left thigh and into the foot and some bilateral thigh tingling. An l5-s1 esi was planned. The patient was also noted to be a current, every day of ½ pack cigarettes/day for 16 years. On (B)(6) 2013, the patient was seen in pain management for lumbar and sacral arthritis. The patient underwent an l5-s1 esi. On (B)(6) 2013, the patient called the office and complained that the esi does not appear to be working well. It was noted during the call that the patient was not taking his narcotic medications (oxycodone and gabapentin) as prescribed. A follow-up visit was scheduled for (B)(6) 2013 with a planned urine screen. On (B)(6) 2013, visit noted the patient did not experience relief from the esi performed and no further esi procedures are planned. Spinal cord stimulator was discussed. Urine drug screen was positive for marijuana and negative for oxycodone; however positive for oxymorphone which was noted as a metabolite for percocet ¿suggesting that he had run out of his medication early¿. On (B)(6) 2013, the patient returned for a follow-up with his surgeon with symptoms unchanged and the patient complains of left lower back pain moving into the s1 with associates paresthesias into the posterior left leg. He was noted to have chronic low back pain. The surgeon noted that a CT demonstrates solid fusion at l4-5 and l5-s1 and MRI demonstrated no central or foraminal stenosis. Trial of a spinal cord stimulator was planned. MRI performed was compared to (B)(6) 2013 CT and (B)(6) 2009 MRI. Findings noted l5-s1 mild broad-based disc bulge and no significant central canal or neural foraminal narrowing. Impression noted no significant detriment change when compared to the prior exam. There are stable postoperative changes of posterior fusion l4-s1 and right hemilaminectomy at l4. On (B)(6) 2013, the surgeon noted his impression as chronic lbp, failed back syndrome with significant and disabling lbp. Per dr. (B)(6), ¿I think he is completely disabled and will not be able to take on any gainful employment given ongoing chronic lbp.¿ on (B)(6) 2013, the patient called asking for refill of percocet which was last written (B)(6) 2013 and the nurse discussed with the patient that it was not due for a refill and the patient stated he thinks he must have taken more tablets on days when the [pain] is bad. On (B)(6) 2013, the patient was seen and was asked by the physician to explain the positive urine drug screen. The patient reported that he had been using marijuana since the 1980's and does not want to stop using this. The patient continues to complain of bilateral low back pain with occasional radiation into the leg. He was noted to have recently seen his surgeon who recommended trying a spinal cord stimulator. The physician explained his concern over the patient¿s medication abuse behavior and possible addictive behavior. It was noted that the patient ran out of his medication early several times and ¿seems to have shown signs of decreased functioning and aberrant behavior since starting him on percocet.¿ the physician informed the patient that he could not prescribe scheduled medication if he is using illicit substances. Before proceeding with spinal cord stimulation, the physician would like the patient to see the addiction psychiatrist to address the issues. The patient walked out of the appointment before the discussion could be finished. On (B)(6) 2013, the patient¿s surgeon¿s office is in process of submitting his disability paperwork and as the patient was unable to continue to be seen by pain management due to the positive urine screen, the patient was seen by another physician who prescribed the patient percocet for pain control with a contract in place for no additional marijuana use. On (B)(6) 2013, he was seen again in pain management. He was noted to have chronic pain syndrome and chronic pain disorder. It was noted that the patient has stopped smoking marijuana, cigarettes, and alcohol after seeing the addiction psychiatrist and that he would like to proceed with the spinal cord stimulator. He was scheduled for a stimulator trial.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.